Manufacturer narrative:
The lot number could not be specified by the initial reporter. Upon review of the facility's order history, we confirmed the occurrence involved on of the three following lot numbers: w3320126, MFR date 08/12/2013, exp date 08/12/2016; w33320125, MFR date 08/14/2013, exp date 08/14/2016; w3335052, MFR date 09/23/2013, exp date 09/23/2016. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The possible lot numbers of the product said to be involved were used to review the device history records. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we can not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion pr-loaded with acrobat wire guide sphincterotomes are subjected to a visual inspection to ensure device integrity. A review of the possible device history records confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook fusion pre-loaded with acrobat wire guide sphincterotome was used. While the wire guide and the sphincterotome were inside the pt, an exchange was performed and a fusion basket was placed over the wire guide. The physician performed some sweeps with the basked to remove some stones. While removing the basket from the endoscope, the wire guide came out of the duct. The physician wanted to recannulate with the sphincterotome, however while trying to reload the wire guide into the sphincterotome the wire would not advance down the wire guide lumen, even after the lumen was flushed and the wire guide was wiped down with sterile water. The physician attempted to back load and front load the wire guide , but the wire was too sticky. Another MFR's wire guide was used with a fusion quattro extraction balloon to recannulate the common bile duct to perform a balloon sweet in and effort to remove mores stores. At this time, the balloon was exchanged, and the wire was left in the pt and a fusion oasis was used to place a plastic stent which completed the case successfully. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.